Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc. After the evaluation was noticed that thelot number informed on the guarantee form does not correspond to theitem informed on the guarantee form. Therefore, the lot number was notconsidered. The investigation of the complaint was carried outconsidering the analysis of the information given by the dentist in theguarantee form and visual conference of the product returned by thedentist.

Event description:
(B)(4) - the dentist reported that, 7 months after the dental implant was installed intraoral region #31, its non-osseointegration was observed. The patient presented bone type iii.